Event description:
Patient reported obtaining a blood glucose result of 304 mg/dl on the suspect device. Patient stated that, <5 minutes later, blood glucose was retested on a physician's device with a result of 146 mg/dl. No patient injury was reported and no treatment was received. Quality conrol testing had not been performed on the suspect product. Technical support requested the return of the suspect product and replacement product was shipped.